Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, opening. A microscopic analysis was performed which identify, a striated edge opening. Based on the device analysis, the final assessment is: a striated edge opening on anterior side assessed, as surgical damage.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of " capsular contracture, baker grade iii/IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. The device remains implanted.